Event description:
The account alleged, the head rises up and down on its own and tv channels switch themselves as well.

Manufacturer narrative:
The technician found the pendant wedged underneath the seat section of the sleep deck. The pendant had been crushed between the sleep deck and intermediate frame area and showed signs of physical damage on the faceplate. The technician replaced the pendant to resolve issue.